Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) after fixating the device, when the physician was aligning coaxially the delivery catheter prematurely released the rvlp. The rvlp was left implanted and the procedure was completed. There were no patient consequences.